Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to moisture damage at force sensor. Insulin pump was unable to perform excessive no delivery test due to motor error alarm. The motor home switch was found corroded per visual inspection. Insulin pump was unable to test motor due to motor anomaly. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated been through the troubleshoot but still getting no delivery alarm. Customer stated he replaced multiple sets and still getting error even after the troubleshoot. Customer stated wanted insulin pump replacement. No further information provided.